Manufacturer narrative:
.

Event description:
The consumer reported fluctuations in coupling. Over the phone, the patient got 6 boxes but eventually it dropped to 0 and the patient had not moved. It would occasionally drop right to 0 with no movement or change. The patient had to put a lot of pressure on the antenna which caused soreness in her arm and the area of the implant. It was noted the patient used a pillow to help with applying pressure. The patient had worked with a manufacturer's representative about the issue in the past. By trying a different position, it helped somewhat but had gotten worse over time. It had taken longer to charge due to the coupling issues. The patient was able to feel the implantable neurostimulator (ins) when palpating the skin. It was mentioned the patient had fallen several times since she had trouble keeping her balance. The patient noted having been on crutches from several surgeries unrelated to the implant including knee and ankle surgeries. The patient had not had the implant checked. Additional information received from the consumer reported difficulty maintaining coupling. The patient was sent a replacement implantable neurostimulator recharger (insr) antenna and was able to get 8 coupling boxes but was not able to maintain them. This coupling issue had been going on for a year. Relevant medical history included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.